Event description:
A malfunction alarm was reported, identified as "malf 0." The customer experienced a blood glucose level of 19 mmol/l, which is within the normal range. Technical support provided guidance on resetting the pump, and the customer successfully performed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support if any further issues arise.